Event description:
A low readings issue was reported with the adc device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and experienced "dizziness, sweating, could hardly speak," and a loss of consciousness. As a result, the customer was treated with oral glucose provided by a non-health provider. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail.. The returned sensor was de-cased and unable to scan after de-casing. The returned battery was measured, and the range was within specification. An extended investigation has been performed on the returned de-cased sensor and observed molex connector to be removed from the pcba (printed circuit board assembly). Attempted to extract data from returned sensor but unable to extract data as molex connector is disconnected from the pcba. The returned sensor was de-cased again and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly), observed that the molex connector had been damaged. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu (source measurement unit) testing without the molex connector connected. Therefore, this issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and experienced "dizziness, sweating, could hardly speak," and a loss of consciousness. As a result, the customer was treated with oral glucose provided by a non-health provider. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.